Event description:
It was reported that during the pulse field ablation pulmonary vein isolation procedure to treat atrial fibrillation, the faradrive steerable sheath clear, was selected for use. It has been mentioned that the sheath was prepared normally and was inserted normally following transseptal puncture. When dilator and wire were removed, sheath was aspirated, and the syringe drew abnormally large amount of bubbles even after normal aspiration. The troubleshooting steps included tapping the sheath body and handle and lifting handle to help bubbles rise to proximal end of sheath, but the syringe continued to draw significant amount of bubbles. The procedure was completed successfully by using a different device but with the same model. No patient complications have been reported. The product was received for analysis and investigation is still in progress. It was further reported that the faradrive dilator and versacross wire were inside the sheath prior to, and or at the time, the air was observed. A pressure bag was used for the irrigation of sheath. Excessive bubbles were observed in the sheath shaft and in the aspiration syringe. No other issue has been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was analyzed. Visual inspection revealed no outer abnormalities were noted. The sheath was leak tested, and the sheath passed all leak testing. The valves were inspected using microscopy. No significant damage was noted, and no abnormalities were observed.

Event description:
It was reported that during the pulse field ablation pulmonary vein isolation procedure to treat atrial fibrillation, the faradrive steerable sheath clear, was selected for use. It has been mentioned that the sheath was prepared normally and was inserted normally following transseptal puncture. When dilator and wire were removed, sheath was aspirated, and the syringe drew abnormally large amount of bubbles even after normal aspiration. The troubleshooting steps included tapping the sheath body and handle and lifting handle to help bubbles rise to proximal end of sheath, but the syringe continued to draw significant amount of bubbles. The procedure was completed successfully by using a different device but with the same model. No patient complications have been reported. The product was received for analysis and investigation is still in progress. It was further reported that the faradrive dilator and versacross wire were inside the sheath prior to, and or at the time, the air was observed. A pressure bag was used for the irrigation of sheath. Excessive bubbles were observed in the sheath shaft and in the aspiration syringe. No other issue has been reported.